Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
The intertan nail was fractured on either side of the distal locking slot. Burnishing of the anodized coating was visible primarily near the fracture locations of the locking slot and the distal end of the nail. The head of the lag screw and the threads of the distal locking screw showed signs of damage, which could have been caused during removal. From the analysis conducted during this investigation, it was concluded that the intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. The anodized coating on the nail and screws was also worn, indicating motion after implantation.